Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged sore throat, dry mouth, and headaches while using the device. Patient also alleged that the device will not turn on or function. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.